Event description:
Patient received a superficial burn to right lower lip mucosa during extraction of #32 tooth. Burn was reported to be approximately 5mm x 5mm in size. At the time of the injury the burn site was treated by removal of dead tissue and application of bacitracin ointment. Patient has had a follow up and the injury is reported to be healing normally with no further medical treatment required or complications.